Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, the lead could not be secured and became displaced multiple times. The lead was removed from the pocket and a replacement lead was successfully implanted.